Event description:
It was reported that patient underwent a revision for unknown reasons. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03420. 0001822565 - 2023 - 03422. 0001822565 - 2023 - 03423. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.